Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed the single port (sp) drape's disk 2 was not properly secured. The procedure was completed as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.